Event description:
The customer initially reported vent time out. While onsite repairing the unit, the asp field service engineer (fse) found oil mist coming from the unit. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
Other, oil mist - capital equipment, unit evaluated at the facility. The fse found the oil mist filter smoking excessively, so he adjusted the oil mist filter retainer. He ran an empty cycle test and the unit met specifications. This issue is being addressed with a customer letter, related to correction & removal.